Event description:
It was reported that this patient's right ventricular (rv) lead dislodged shortly after implant. The lead became bent and it was not possible to introduce a stylet to reposition it. Subsequently, the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 = surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts in the outer insulation and blood in the lead lumen, which entered through the cuts. This type of damage likely occurred during the explant procedure. Visual inspection also revealed that the lead body was twisted. The reported dislodgment is likely the result of the lead damage observed by the laboratory. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this patient's right ventricular (rv) lead dislodged shortly after implant. The lead became bent and it was not possible to introduce a stylet to reposition it. Subsequently, the lead was replaced. No additional adverse patient effects were reported.